Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient allegations of pain and that a left hip revision procedure was performed on (B)(6) 2013. Review of invoice history confirmed the modular head was removed and replaced. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records noted patient underwent a left hip revision on (B)(6) 2013 due adverse local tissue reaction. Operative report further noted the presence of fluid, granulomatous tissue and a well fixed cup. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-04431/-04432 & 2015-00891).